Manufacturer narrative:
The hillrom technician found the¿control panel needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance.¿do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. A search of the hillrom maintenance records performed on this serial number resulted in no product maintenance records found for this bed. Upon inspection, the hillrom technician found the control panel to have a faulty bed up button. The hrc technician replaced the control panel, reset bed and tested all functions to resolve the issue. Based on this information, no further actions were required.

Event description:
The customer alleged that the bed hi lo function was operating in its own. The bed was located at the account at the time of the allegation. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This event was captured under hillrom complaint ref # (B)(4).